Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012740596); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the implant depth on the non-coronary cusp (ncc) in cusp-verlap view was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) in left anterior oblique (lao) view was 0 mm to -2 mm. Upon echocardiogram evaluation, the valve was determined to be at an adequate depth and was fully deployed from the delivery catheter system (dcs). Upon release from the dcs, the valve dislodged. An echocardiogram was performed that showed moderate to severe central aortic regurgitation. Subsequently, the first valve was snared and a second valve was implanted. Following the implant procedure, the patient was transported to the post-anesthesia care unit (pacu). Per the physician, the depth of implant of the first valve contributed to the dislodge. It was reported that a 1 hour procedural delay occurred as a result of the dislodge.